Event description:
It was reported the patients blood glucose level rose to >250mg/dl while wearing the pod between 4 and 24 hours. It was reported that the pod was giving an error message.

Manufacturer narrative:
Device was received with corrosion observed on the pcb. All three battery voltages were observed to be low. During the investigation, an internal leak was found in the fluid path due to a hole in the unexposed soft cannula. The fluid path was manually occluded, and fluid was observed diverting through the hole in the unexposed soft cannula. This hole caused fluid to accumulate inside the device and resulted in the observed corrosion on the pcb, low battery voltages, and data loss. Multiple attempts were performed to obtain the device data, including using an external power supply, but data could not be retrieved. Due to the inability to retrieve the data, the reported hazard alarm event could not be determined.